Event description:
Per the audiologist, the patient had a decrease in performance with intermittent sound percepts. Integrity test done (date not reported) indicated device failure. Explant and reimplantation is planned but had not been scheduled at the time this report was filed, march 12, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.